Event description:
It was reported that the patient was hospitalized on (B)(6) 2020 due to high blood glucose. The patient attempted to use the meter the morning of the incident but was unable to get a reading. He took about 10 units of insulin at 6:00pm and at 7:00pm the patient lost consciousness and had a seizure. The patient's mother called emt's at 7:10pm and they arrived at about 7:35pm. Emt's were unable to get a reading on their blood glucose meter because the patient's reading was too high. The patient was treated by emt's with an insulin IV and was transported to the hospital. His blood glucose measured 484 mg/dl after treatment by emt's. He was admitted to the ICU with diabetic ketoacidosis and was released on (B)(6) 2020.